Event description:
It was reported that a pump experienced an altitude alarm. There was no adverse impact to the customer's blood glucose level. Customer's insulin was initially suspended due to the alarm, and they were instructed to clean speaker holes and attempt to reconnect the cartridge. However, the attempt to resume insulin after waiting was unsuccessful, and further troubleshooting was planned to address the issue.